Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the device was no longer working. Troubleshooting reviewed options for MRI. The indication for use was non-malignant pain. No patient symptoms reported.